Manufacturer narrative:
Based on the claim against the product by the customer noting jaws broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of missing grip pin to be related to the customer reported complaint. During visual inspection, instrument was found to have a missing grip pin. The grip pin was not returned with the instrument which caused the grip failure at the distal end. The root cause of this failure is attributed to the manufacturing. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the prograsp forceps instrument jaws completely broke apart. The procedure was completed with no reported injury.